Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an electrosurgical procedure for a transcervical resection of a fibroid. During the procedure, the patient experienced a bowel injury. The patient had what seemed to be a routine operation but then the patient presented back seven days later with pain and a bowel burn was detected. Additional information has been requested.

Manufacturer narrative:
(B)(4). The patient had a small uterine perforation near the cornua, left or right cornua was not specified. A small part of the bowel was resected as a result. The patient underwent a colostomy procedure. The current status of the patient was noted to have a colostomy and still hospitalized the following day. (B)(4).